Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage at luer connection: one sample and three photos were provided to our quality team for investigation. One photo shows an unknown vial with product information on the side, and the next two images each show one loose syringe with an unknown yellow needle attached. The reported defect was not observed in the photos provided. The sample was received with an unknown yellow needle, the syringe was tested and found that the needle was clogged. The syringe was tested with a bd needle and no leakage was observed. The condition observed is acceptable per product specification. The reported defect was not identified in the sample or photos received. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3034733. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
Material: 309628 batch#: 3034733. It was reported that the bd luer-lok had leakage at the luer connection. The following information was provided by the initial reporter: rcc received a complaint via email. The report states, "syringe leaked when priming needle for treatment." Confirmed via phone call to the eye clinic that the leak occurred between the needle and the syringe after the filter needle was removed and a 30 gauge needle was attached. No visible cracks on the syringe. Additional information provided: 1. We need some additional information please confirm whether you found issue in the syringe or else with the needle? Per the reporter contact at the eye clinic, the filter needle was removed, a 30-gauge needle was attached, the technician started priming the syringe and the syringe started leaking where the needle was attached to the syringe. 2. We will send fedex ID asap. Please return the sample for investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.